Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens haptics torn off mid case. The lens was implanted and removed during initial procedure. Additional information received and stated that, as per the surgeons opinion injector was damaged the lens haptic. The procedure was completed with another lens during initial procedure. There is no patient harm reported. The symptoms were resolved.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of a lens haptics torn off mid case; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted.a sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).